Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer' reported via phone call, her blood glucose have been high in the 500 mg/dl or something. She hasn't been eating much to do her being scared. In the morning her blood glucose was 217 mg/dl and yesterday at lunch it was 387 mg/dl. Customer was advised to change her infusion set and troubleshooting needed to be done on the device. Customer didn't have the serial number of the device and stated the device wasn't registered under her name. Customer stated she would call back. The device is not returning for analysis.